Event description:
It was reported that there was a tear in the high voltage cable of the 9900 system. There was no report of pt or operator injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the high voltage cable. The system was tested and found to be working as intended and placed back into service.